Manufacturer narrative:
(B)(4). The follow-up report is being submitted to relay additional information. Complaint is confirmed from the visual inspection of the returned tibial articular surface provisional (tasp) which exhibits signs of repeated use (nicked and gouged). Both tasps has one each of components 1 & 2 disassembled / missing. Device history records were reviewed and found no deviations/anomalies. It was determined that these devices were manufactured prior to this design change. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03663, 0001822565-2018-03665. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the tibial articular surface provisional shim disassembled and a ball bearing is missing. No adverse events have been reported as a result of the malfunction.